Event description:
It was reported that a minimum fill notification occurred with multiple cartridges after the user filled the cartridge with 250 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.